Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day of peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (1g, intraperitoneal, ongoing) and gentamycin injection (20mg, intraperitoneal, ongoing) for peritonitis. At the time of this report, the remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported nine (9) days after the hospitalization, the patient was discharged. On an unreported date, the antibiotics treatment was discontinued and the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.